Manufacturer narrative:
Approximately 74.5 cm of the peritoneal catheter was returned. The catheter met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent a vp shunt procedure for post-subarachnoidal hemorrhage hydrocephalus. According to the report, contrast study of the shunt showed no anomalies. Reportedly, the shunt was explanted.

Manufacturer narrative:
The device evaluation has not been completed. A review of the manufacturing records showed no anomalies. (B)(4).